Event description:
Additional information was received. It was reported the battery moved from implanted site to vertebrae area of the back. It was noted the cause of the implant moving was poor placement of the battery. The healthcare provider had refused any action so far. The event was not resolved, the patient was working on having the issue resolved in january.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The ins had been removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported implant moved up into vertebra and was causing pain because it was now sitting on a nerve root that was already pinched and compressed since about 3 months ago. Patient said she had noticed ins battery depletes faster since the implant had moved, settings have actually been decreased since that point. Patient said that when she gets into specific body positions she feels stimulation "zipping her" so patient thinks there might be something wrong with the lead. Implant was painful to charge and wasn't helping with pain (saying that when she has device on she has sciatic pain but when she has device off sometimes she doesn't have sciatic pain), patient noted she got device to help with sciatic pain. Hcp knows of issue and suggested reprogramming but this hasn't happened yet. Patient had an appointment with rep but meeting was cancelled due to non-device related reasons the issue was not resolved through trouble shooting. The patient was redirected to their healthcare provider to further address the issue. Pt asking hcp to remove device in (B)(6) 2021 however decision to remove device isn't final yet, dr. Is reluctant.